Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) was not able to evaluate the device since the customer declined service - repair. The customer declined service - repair, the root cause of the problem was not determined. The unit was returned to the customer and no further evaluation is warranted at this time.

Event description:
It was reported that the device requires repair. There was reportedly no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device requires repair. There was reportedly no patient involvement.